Event description:
It was reported that when attempting to interrogate the implantable cardiac monitor, an error message was displayed. On (B)(6) 2014 a device firmware download was successfully performed and normal device function ensued. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.